Manufacturer narrative:
Further information regarding event, product, or patient details has been requested. No additional information is available at this time. The event is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. A review of the device history record has been completed. No deviations or non-conformances were found. This is a known potential adverse event addressed in the product labeling.

Event description:
Healthcare professional (hcp) reported injecting a patient in the lips with 1 ml of juvéderm vollure¿ xc. Four weeks later, the patient was injected in the lips with 1 ml of juvéderm vollure¿ xc. About 2 months later, the patient reported that they had been waking up with swollen lips for approximately 1 week. The patient also seemed to feel ¿a small hard nodule in the lower right lip.¿ the patient came into the office that day and was treated with hylenex. Five days later, the patient had not improved and came back in to receive an additional vial of hylenex in the lower right lip as well as a new nodule in the upper right lip. Patient was also prescribed a medrol dose pack and given a kenalog with lidocaine injection. Symptoms are ongoing. This is the same event and the same patient reported under MDR ID# 3005113652-2019-00715 ((B)(4)). This is the first MDR submitted for the first injection of the suspect product, juvéderm vollure¿ xc.